Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was coming from the pharmacy and was driving home when he lost consciousness. When he woke up, he was already in an ambulance with a state trooper, who was giving him sugar paste. The patient was taken to the hospital. He stayed there for a few hours and was discharged. The patient does not recall receiving any other medication and only remembers being given the "sugar paste"; however, he cannot confirm whether it was glucose gel or identify the brand. The customer cannot recall whether he was receiving cgm readings at the time of the event, what his glucose reading was, or whether any dexcom alerts or error messages were displayed. He stated that he believes he should have received an alert given that he lost consciousness and assumes there may have been an issue related to his glucose levels. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.